Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted with the results and conclusions.

Event description:
It was reported that during treatment of an aneurysm of the anterior communicating artery, a web device was placed but would not detach after readjustment and detachment attempts with two detachment controllers. The physician decided to end the procedure and reschedule it; they had just performed three complex surgeries and had become too exhausted to continue. A clipping procedure was successfully performed another day and the patient is reported to be stable.